Event description:
Attorney reported: (B) (6) 2003 - a bard composix kugel mesh was used to repair pt's hernia defect. On (B) (6) 2009 - pt underwent laparoscopy with adhesiolysis to repair injuries caused by the bard composix kugel patch. On (B) (6) 2009 - pt's bard composix kugel patch was explanted, and pt underwent a resectioning of her small bowel due to a bowel obstruction caused by the mesh. The explant report notes "the mesh curled on itself forming a big bulge like a baseball size," as well as extensive adhesions, and a complete bowel obstruction leading to a bowel resection. On (B) (6) 2009 - pt underwent another resectioning of her small bowel due to another bowel obstruction caused by the mesh. Pt continued to experience abdominal pain and discomfort after her hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.